Event description:
Patient was positioned and we began the process for the catalys eye laser procedure. Suction was lost and fluid sucked back into the reservoir. The failed product had patient contact but no patient harm. A new loi-12 was used to complete the procedure. Manufacturer response for liquid optics interface 12, (brand not provided) (per site reporter). Amo sends replacement product - no longer requires returns of lois unless injury occurred.